Manufacturer narrative:
The device has been returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be filed with a summary of the findings.

Event description:
The complainant reported that a patient developed hemolysis during impella support. Due to the noted condition, the pump was explanted and the patient was escalated to an impella 5.5 pump for ongoing support. The patient was considered stable following the event.

Manufacturer narrative:
The investigation into the reported hemolysis has been completed since the original report was filed. Multiple suction alarms are seen in the lt log during the beginning of the case before the rise in purge pressure. The pump was investigated and biomaterial was found in the purge gap. No other abnormalities were observed. The cause of the hemolysis was biomaterial. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿